Event description:
It was reported that during the monarch bronchoscopy procedure the arms were stuck in stow position and will not respond. The physician power cycled the monarch system a couple of times and reconnected the system; however, there was no change. The physician elected to abort the case and reschedule for a later date. There was no report of an adverse event due to system issues.

Manufacturer narrative:
Auris failure analysis engineering were not able to confirm the customer reported issue, since there were no logs available for investigation. The cmos battery depletion resets the bios (basic input/output system) settings and therefore the system would start behaving inconsistently, including issues with initialization and unresponsive arms.